Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error, stuck button alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly. (B)(4).